Event description:
It was reported that a comparison of the use before date field and implant date found the left ventricular (lv) lead was implanted after the use before date. The lv lead remains in use. No patient complications have been reported as a result of this event.